Event description:
Patient had uneventful ilasik ou on (B)(6) 2010. On (B)(6) 2010, day 1 post-op, od slipped flap + striae and eig (epithelial in-growth). Flap repositioned, striae and eig removed with bcl placed on od. (Routine post-op lasik protocol explained to patient) surgeon to follow up with patient on (B)(6) 2010.

Manufacturer narrative:
(B)(4), (flap slipped with striae, epithelial in-growth). Evaluation: equipment was evaluated by a field service engineer (fse) after the event. Mechanical and performance test were done including a visual examination. Fse noticed in system error-log a one time event of "main shutter error" and then he proceeded to check and clean the cable connection of the main shutter. Quarterly preventive maintenance was also performed. No parts were replaced and laser system was found to met amo specifications.